Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Inspection of the blade revealed intermittent blade failure as a result of kinks in the cable caused by the customer. The device has already been replaced and the returned device was scrapped. Additionally, there was no image on the monitor when tested with a technical services test blade due to a connector failure. The back cover assembly was replaced to correct this problem.

Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 with a 3' cable, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.